Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted the water tank cover was cracked, reservoir gasket is worn out, and the device has outdated quick connect, printed circuit board (pcb) and power switch. Functional testing confirmed the complaint. Root cause could not be established. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported the the unit has a cracked reservoir cover that needs to be replaced. This is a physical damage however it is unknown if the unit was dropped. There was no delay in therapy. There was no patient involvement and no harm/adverse event reported. When the device was received there was a tag on it stating that it was leaking.